Event description:
An optometrist reported a patient with dryness in both eyes three weeks following lasik treatment. There was little improvement with artificial tears due to dry work environment. The patient reported eyes were dry and she was too busy to use artificial tears at work. Add'l info was received from the center director, who indicated the patient had not been seen since the day of the event. The patient was prescribed cyclosporine ophthalmic emulsion and was scheduled to return in two months. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l when add'l reportable info becomes available. (B)(4).